Event description:
Caregiver of pt, (pt's husband) was replacing an empty oxygen usp medical "e" style cylinder with a new full cylinder. The caregiver attached the regulator to the new cylinder and when he opened the cylinder valve there was brief fire flash.